Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked keypad connector during visual inspection. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.